Event description:
It was reported that the screen was frozen during use and setting changes via the screen were not possible. Patient was still ventilated, and saturations were not dropping. The respirator was replaced. No patient consequences were reported.

Manufacturer narrative:
The device was examined by a dräger service technician. The dräger service technician identified a faulty cockpit hdd as root cause of the reported event. The cockpit hdd was replaced which solved the issue. The device is back in use. If the hard disk is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit infinity c500. If the hard disk is not accessible even during the warm start, the cockpit's boot process cannot be completed. The acoustic auxiliary alarm is activated after 45 seconds at the latest. In this case, the ventilation continues with the set parameters. Monitoring functions and the user interface of the cockpit are not available. In the present case it was reported that the patient was still ventilated, and saturation were not dropping. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen was frozen during use and setting changes via the screen were not possible. Patient was still ventilated, and saturations were not dropping. The respirator was replaced. No patient consequences were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.